Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to use-related factors, specifically excessive side-loading during use. This determination is consistent with the precautions described in dfu-0215-eo, revision 1 ¿ disposable arthroscopic shaver blades, burrs, powerpick¿, powerasp¿, nanoresection¿, and shaverdrill¿ devices, which state: f. Precautions (6) do not allow the rotating portion of any device to contact metallic objects (e.g., cannulas, arthroscopes). Such contact may cause damage ranging from edge dulling to fracture of the tip. If contact occurs, inspect the device and replace it if cracks, fractures, or dulling are observed. (7) excessive side-loading during use does not improve cutting performance and may cause irreversible damage to the device. (8) excessive loading on the powerasp device may disengage the cam mechanism and stall cutting effectiveness.

Event description:
On 10/29/2025, a facility representative reported via (B)(4) that an ar-7300ds 3mm x 7cm dissector had metal shavings/specs of metal that came off as it shaved the bone during an ankle arthroscopy procedure. They were able to use a suction to get the metal shavers out of the patient, who was unaffected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.